Event description:
Patient had coronary bypass surgery earlier this year in which the livanova 3t heater-cooler device was utilized during the procedure. Patient presented to clinic a few months ago for evaluation of sternal wound and returned to surgery the following day (after evaluation). Cultures from sternal wound tested positive with mycobacterium chimaera. Upon consult with the state and the center for disease control (cdc), it was recommended that this event be logged via FDA medsun report.

Event description:
Patient had coronary bypass surgery earlier this year in which the livanova 3t heater-cooler device was utilized during the procedure. Patient presented to clinic a few months ago for evaluation of sternal wound and returned to surgery the following day (after evaluation). Cultures from sternal wound tested positive with (B)(6). Upon consult with the state and the center for disease control (cdc), it was recommended that this event be logged via FDA medsun report.